Event description:
The user received questionable ammonia results for two samples from one patient. The initial result was reported as 96ug/dl (56.37 umol/l) with a data flag. The physician requested a repeat at which time two tubes were drawn. One was tested on the integra 800 with a result of 92ug/dl (54.02 umol/l) with a data flag. The other was sent to a reference lab which uses a siemens exl. The result from the other laboratory was 40 umol/l. When the physician received the result from the reference laboratory, the laboratory was contacted and the laboratory discontinued running ammonia on the integra. The result from the reference laboratory was considered to be correct. The nurse stated the patient was treated based on the high results. The patient was given "lactulose x 4 a day, ammonul and argenine in a continuous IV drip." The patient was specifically transferred to children's hospital in new orleans where the ammonia results were consistent with the results of the reference lab. The results from children's hospital were not available. The patient's current condition was given as "alert and neurologically intact". The patient was released from the hospital on (B)(6) 2011. The laboratory was unable to find out more information on the impact of the treatment on the patient. The ammonia reagent lot number was 65032101 with an expiration date of 03/31/2013. The field service representative checked the instrument and was not able to find anything wrong. He verified the instrument was running fine and within specification. The user ran quality control and precision testing with results within range. The field application specialist determined the user was using the incorrect normal range for the units being reported. The user was reporting in ug/dl on the integra 800, but was reporting out the normal range for umol/l. He found this change had been made in both the analyzer and the lis in (B)(6) 2010. He reconfigured the integra 800 to report in umol/l for ammonia. The user changed the units in the lis to umol/l. To verify the analyzer operation, he ran successful calibration and quality control which met the user's specifications.